Event description:
This spontaneous report was received on (B)(6) 2010 from a female consumer (age unspecified) reporting on self from the united states. The consumer did not have any known medical history and concomitant medications were not reported. On an unspecified date, the consumer used o.b procomfort multi pack (regular and super), vaginally for normal menstruation (lot number, expiration date, frequency unspecified). During tampon removal she reported that the lining came off and the procomfort tampon cover remained in the vagina. She had to manually remove the cover. She discarded the remainder of the tampons from the box. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.